Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter that was initially implanted in 2013, removed due to urethral atrophy and incontinence. A CT was performed indicating the device was working, but the urethra had hardened over time and did not allow the cuff to fully close. A new artificial urinary sphincter was implanted. No patient complications were reported.